Event description:
Customer biomed states, while not in therapeutic use, v60 is giving error code 1109: the proximal pressure sensor is used to measure machine pressure the proximal pressure is not measured, and pressure-related alarms are compromised. This prompted customer to contact philips technical support requesting solenoid and data acquisition board. No reports of patient/user harm/injury. This investigation is ongoing.

Manufacturer narrative:
H10: the customer biomed evaluated the device and determined solenoid valves required replacement. The unit was repaired by replacing solenoids 2 & 4. The device was operational after repairs were completed. The device passed performance testing prior to returning to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.